Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) had surgery to swap their rechargeable ins for a non-recharge version. There was no further patient complications reported.